Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient sent the following email: "hello, I don¿t have a complaint, although I do have a question. I had a total knee replacement (B)(6) 2019, my doctor performed my surgery using the mako robotic assist. When you have a CT scan does it show you the details of the knee cap? I was told my knee cap had slipped which my doctor and I were completely unaware. Also, my doctor indicated my femur bone was like mush. The CT scan allows for the removal of the damaged bone, in my case would the doctor have to make an adjustment if he felt the bone was in worse shape? Unfortunately, I was told about these issues but never an answer on how they corrected them. Another words should my patella/knee cap needed to be replaced with a new one? Was more of my femur bone removed? I¿m 10 weeks post op and have this tightening along my femur bone. I¿m still experiencing a lot of discomfort at night. My knee is completely stiff while lying on my right side after an hour and I have to roll on to my back and stretch my leg several times, or get up and stretch it, this goes on all night. I know according to my doctor I have developed scar tissue which I¿m working with a physical therapist to break up. My bend, or range of motion is currently at 117 degrees. The other question I have is why my doctor placed a press fit at the tibia and cement on the femur side.